Event description:
Md reports that blade vessel sealer extend, used during robotic gastric sleeve, sadi procedure, was dull. He was able to use it without complications throughout the case. FDA safety report ID# (B)(4).